Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician as well as noise and awaiting explant. Further information was requested, but not yet available.

Event description:
New information noted that the device was explanted (B)(6) 2020. There were no patient consequences.

Event description:
New information noted that there was no noise documented on the device.